Manufacturer narrative:
One decontaminated sample without original package or lot number was received for evaluation. The condition reported was not confirmed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The most likely root cause indicates that this issue could occur due to inadequate use of the product. The tube may not have been filled with enough water (10 cc) to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states the ng tube was placed and when it's position with x-ray was confirmed, they could not remove the stylet. They took the whole tube out and replaced it with another one. No injury to the patient.